Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-02-04. It was reported the device was explanted (B)(6) 2019. Device was discarded. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative and healthcare provider (hcp) regarding a patient implanted for non- malignant pain. The hcp reported that the patient had discharge and pain at their implant site. The hcp observed the implant site, which appeared infected. The patient¿s device was explanted. The issue was reported to be resolved at the time of the report. No further complications were reported or anticipated.